Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the piece on a r3 offset impactor that releases the cup popped off while still locked into patient, and completely broke. No harm to patient or staff occurred. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the locking knob broke off the device. The piece was returned with the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that a similar event was identified and concluded that there is a potential for breakage if excessive force is used as this device is a reusable instrument. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.